Event description:
It was reported that balloon rupture occurred. Access was obtained via ipsilateral retrograde approach. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left external iliac artery. After a sheath was placed and a guidewire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.